Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the PICC cracked at the junction between the catheter and hub during a continuous infusion. The PICC line had to be replaced, but there were no injuries aside from the replacement procedure. No part of the complaint device was left in the patient.